Event description:
The pt ad a 14 french, 4 prong, catheter placed in an old pancreatic pseudocyst. The catheter was not easily removed by direct pulling. A blunt tipped lachrymal duct probe was then place down the catheterto elongate the prongs. The catheter sheared at this point leaving the tip in place. At oepration, the catheter tip had been sheared at a 3-0 silk pursestring suture. The catheter had not been sewn into the pt.